Manufacturer narrative:
Patient city: (B)(6). Patient country: ireland.

Event description:
Reference number (B)(4). Event occurred in ireland. It was reported that the patient experienced a hyperglycemic event on 28-feb-2026. The patient blood glucose level was high and the patient was treated using an insulin pump. No further information available.